Event description:
About five weeks previous to report, the patient experienced a burning sensation over the implantable neurostimulator (ins) site. Discomfort and pain were reported in relation to this sensation. At that time, the patient was still receiving effective therapy. Two weeks later, the patient reported that they felt like their ins was "on fire." It was stated the ins still felt "hot" when it was off. This was reported to have happened at the patient's work, church, and while they were in bed. It was noted the patient was charging and was using adhesive patches. Upon taking the patches off, it was indicated the patient thought their skin looked like it was burned. As of the date of this report, it was reported the patient had lost weight and the ins was close to the skin. The ins was relocated two inches lower and deeper on the patient, as it was "too high" in it's previous location. Upon turning stimulation on after the revision, the patient still felt the burning sensation they felt before. It was further stated the burning sensation was "not continuous" and would "come and go," even when stimulation was off. It was added the burning sensation had occurred before the patient lost weight, but had "gotten worse" with time. About a week later, the patient still experienced the burning sensation around the ins pocket. Recharging temperatures were checked, and those were normal. It was unknown if the patient was still receiving effective therapy after the revision. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3998, lot# lb6911, implanted: (B)(6) 2003, product type: lead. (B)(4).

Event description:
Additional information stated the patient has had their leads for 10 years. It was reported the skin was ¿blood red¿ and the device would get hot during recharge. It was reported the patient has had their stimulator for 3 years. It was noted there was no accident of fall related with the event. Additional information noted the burning was intermeittent. It was noted the patient had only had the burning today for about 20 minutes.

Manufacturer narrative:
(B)(4).